Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones. Review of the system revealed low out of range pacing impedances on the right ventricular (rv) channel. The impedances have been chronically low and the physician elected to continue monitoring the system. No adverse patient effects were reported.